Event description:
It was reported that after a da vinci-assisted hiatal hernia surgical procedure, the patient developed thrombocytopenia requiring a prolonged hospitalization. The initial surgical procedure was reported to be difficult but completed robotically with no patient or da vinci system issues or complications. The patient was planned to be hospitalized overnight for observation when labs the next day showed thrombocytopenia. The patient has since been hospitalized for continued observation, but is recovering well, tolerating liquids and plans of discharge home shortly. The surgeon does not relate the patient's thrombocytopenia diagnosis to the surgery, or specifically with any da vinci system; it is unclear why it did occur.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.